Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the trigger seized was confirmed. The assignable root cause was determined to be due to wear from normal use over time. It was further determined that the cause of the coupling tool side out of specification (moving pin¿s in the saw head) was due to a design error and has been captured in a CAPA. The cause of the control unit being out of specification was determined to be due to normal wear. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side of the battery oscillator device was out of specification (moving pin¿s in the saw head), the control unit was not functioning, and the trigger seized. It was further determined that the device failed pretest for check saw blade coupling, trigger test, and functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.